Manufacturer narrative:
(B)(4). Investigation summary: the device was received with the top of the I-blade upper tip broken off not returned. The device was connected to the generator and it was recognized. Because the I blade was damaged not all functional testing could be performed with the generator. The condition of the blade prevented the functionality of the jaw. The jaw was unable to cycle open and close. It is possible that the noise heard during the procedure could be the I-blade became damaged. A probable cause of the damage to the I blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history record was reviewed and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a robotic hysterectomy the blade was difficult to advance. There was also a popping noise. It was noticed that when the device was removed from the patient the jaws would not come together and a piece of the blade was broken off. The piece was found .the procedure was completed with an alternate like device with no patient consequence reported.